Event description:
It was reported that during the wedge resection procedure, placed gun on superior pulmonary vein, fired device, staples didn't form. The pt lost 800ml of blood. Case completed by suturing. The device will be returned.